Event description:
In 1999 - pt had foley catheter inserted. Order to discontinue foley on 10/5/1999. Nurses unable to remove foley. In 1999 - taken to surgery for removal of foley - cystoscopy done to remove catheter.